Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was delivering 3 ml higher than expected. The flow rate parameters provided indicate actual volume infused was 53 ml and expected volume to be infused (vtbi) was 50 ml at 200 ml/hr flow rate. The device was also tested at 25 ml and 30 ml vtbi but still delivering 3 ml high. The event occurred during pump check in at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.